Event description:
The customer reported that they are getting zero results with (g) flag for multiple assays including albumin (alb), glucose (glu), sodium (na), potassium (k), chloride (cl), urea nitrogen (bun), creatinine (crea), alanine aminotransferase (alt), aspartate aminotransferase (ast), alkaline phosphate (alp), carbon dioxide (co2), total protein (tp), cholesterol (chol), and high density lipoprotein (hdl) on their dxc700au clinical chemistry analyzer with ion selective electrode (ise) (pn b86444, sn (B)(6)). There is no injury, death, or delay/change in treatment associated with this event. The customer did not provide patient data or patient demographics.

Manufacturer narrative:
The customer technical support (cts) reviewed reaction monitor and determined that no sample was being dispensed. Based on this analysis, cts recommended the customer replace sample syringe assembly. The customer replaced the sample syringe assembly, and issue was resolved. Section a2, a4 and a5: information was not provided. The beckman coulter internal identifier is (B)(4).